Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine changeout of the device, the atrial lead exhibited unacceptable thresholds. The lead was explanted and replaced.